Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level ranging from 40-400 mg/dl. Bg was addressed with ice cream. Reportedly, customer is very insulin sensitive and stated that bg was not due to an issue with the pump.